Event description:
Per the clinic, the patient experienced migration of the implant and pain (specific date not reported). The patient still received benefit with the device. Subsequently, the patient underwent a repositioning surgery on (B)(6) 2025. The pain symptom resolved and the implanted device remains.